Event description:
It was reported that patient presented to clinic for follow up. The patient pacemaker exhibited atrial oversensing of electromagnetic interference (emi) resulting in inappropriate auto-mode switch (ams). No intervention or procedure was performed. The patient had no consequences.